Event description:
The customer reported the coating on the operation wire of the rotatable clip fixing device came off. The issue occurred during reprocessing after a therapeutic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the black coating on the operating wire had peeled off. No other abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the evaluation results, the black foreign material was determined to be the peeled operating wire coating. It is likely that the peeling of the coating on the operation wire was caused by factors such as the coating part being rubbed against a hard object during use or reprocessing; however, a definitive root cause could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. - do not squeeze, wipe, or rub the rotating clip device. It may lead to damage or deterioration of the function of the rotating clip device. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.